Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was an unintended movement of flexarm. According to the additional information collected, this case was the enquiry of the previously reported case 0123448579 (tw pr# 4628503) and the log file analysis confirmed the same. Another case was already created to address this issue and there was no reoccurrence, and as such it was attended to on the field. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported by mistake and it was just an enquiry about the previously reported case. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexarm moved on its own. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.